Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with several of the adc devices. The user report contains the following information: ¿I've using an abbott nutrition freestyle libre 2 since I got out of the hospital. My insurance won't cover the dexcom which is a far superior product. I've reported to abbott no less than 10 product failures / problems on 10 different devices. This device frequently reads up to 75 points of blood sugar incorrectly. I had a reading of 191 when a finger stick had me at 115. It read 55 and falling when a finger stick read 105. This level of variability is far too common in my experience. The libre 2 basically shouldn't be trusted at all. I've received at least 10 replacement products and it's garbage. This thing is always way off of actual blood sugar as measured by a finger stick. If I had dosed insulin for the 191 it would have killed me b/c I didn't need any. I often have to stop in the middle of hikes, skiing, basic running workouts "b/c" it thinks I'm 55 and dropping and I'm actually near 100 which is totally safe¿. There was no report of an adverse event or third-party treatment provided for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.